Event description:
It was reported that during a rectum resection procedure, the head could not be connected with the device. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/18/2008. Info anticipated, but unavailable at this time.